Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. The patient was in stable condition. New information received notes that the episodes of over-sensed noise exhibited by the right ventricular (rv) lead reoccurred and were exhibited by the implantable cardioverter defibrillator (ICD) as well. No intervention was performed. The patient was in stable condition.